Event description:
During an upper endoscopic procedure, the physician used a cook hercules 3 stage wire-guided balloon esophageal-pyloric-colonic. It was initially reported that the balloon broke in scope and had to be cut to be removed from scope, however a visual examination of the returned complaint device that was returned for evaluation determined that the catheter is broken, not the balloon material. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The original report states the "balloon broke", however a visual examination of the device determined that the catheter is broken, not the balloon. The device was returned with approximately 8.7 cm of the distal end cut and removed from the device. A visual inspection of the device identified kinks in the catheter at 117.5 cm, 119.4 cm, 121.3 cm, and 124 cm from the distal end of the white strain relief. A break in the catheter was identified approximately 115.9 cm from the distal end of the white strain relief. An unknown substance was also observed within the distal tip of the device. During further evaluation, the distal and proximal glue joints were inspected and measured with the appropriate ring gauges. Both glue joints, where the balloon meets the catheter and the distal tip to balloon joint, passed the gauge test. No portion of the catheter or balloon material appears to be missing and no other anomalies were detected with the device. Note: the pre-loaded wire guide was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. It is unknown if negative pressure and/or lubrication was applied to the balloon prior to advancement through the endoscope. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The original report states the "balloon broke", however a visual examination of the device determined that the catheter is broken, not the balloon. The device was returned with approximately 8.7 cm of the distal end cut and removed from the device. A visual inspection of the device identified kinks in the catheter at 117.5 cm, 119.4 cm, 121.3 cm, and 124 cm from the distal end of the white strain relief. A break in the catheter was identified approximately 115.9 cm from the distal end of the white strain relief. An unknown substance was also observed within the distal tip of the device. During further evaluation, the distal and proximal glue joints were inspected and measured with the appropriate ring gauges. Both glue joints, where the balloon meets the catheter and the distal tip to balloon joint, passed the gauge test. No portion of the catheter or balloon material appears to be missing and no other anomalies were detected with the device. Note: the pre-loaded wire guide was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the additional information provided, the user stated that negative pressure and lubrication were not applied to the balloon prior to advancement through the endoscope. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that negative pressure and lubrication were not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.